Manufacturer narrative:
The xenon light source (00mlx) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported issue. Failure analysis - the investigation of the unit confirmed the complaint: the unit was unit blowing the fuse at power up. The power supply was replaced as a result. Additionally, the lamp was replaced due to lamp hours greater than 1000 hours and the damaged top trim was replaced. Manufacturing, workmanship, or material deficiency has been identified. Root cause - the reported complaint is confirmed. The returned 00mlx light source is in used condition with a blown fuses due to a worn power supply. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource ((B)(4)) made a loud banging sound, then smoked a little and shutdown. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.